Manufacturer narrative:
The associated complaint devices were returned and evaluated. The clinical/medical team concluded, it has been communicated that clinical/medical documents will not be forth coming. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch/failure mode. Without the actual product involved our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.

Event description:
It was reported that a revision surgery was performed because a horsefly bit the patient on a replaced knee. Dr decided to replace the poly device and clean the knee (pulse lavage & antibiotics).

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, it has been communicated that clinical/medical documents will not be forth coming. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch/failure mode. Without the actual product involved our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.